Event description:
It was reported that during a fistulagram,using a 6f terumo sheath,the doctor put the balloon in,inflated it,and couldn't get it out,which in turn destroyed the sheath.there was no pt injury.the balloon was inflated to 15 atm using a merit medical inflation device.